Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's mother reported via phone call, the act button on the insulin pump wasn't responding properly. The device wasn't dropped, bumped, or exposed to moisture. Customer's mother was advised to revert to back up plan. The device is not returning for analysis.